Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was alarming no delivery. The customer's blood glucose was 158 mg/dl. The alarm had reportedly been resolved by a complete set change in the past. Troubleshooting was performed for the current no delivery alarm. Customer's blood glucose was 194 mg/dl. Insulin did not exit during priming. After disconnecting and reconnecting infusion set and reservoir, the customer could not push insulin through with a plunger and there was greater than normal resistance. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.